Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date rec¿d by MFR: this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6, -12.50/1.0/172 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on 24/apr/2021 from patient's left eye (os) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.